Event description:
There was no pt involved in this event. This device malfunction because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
There are multiple self-test fails recorded on the returned pad device. The user was alerted to the problem by a memory full message. The problem with the pad device was caused by a fault with the membrane. Further investigation found there to be significant corrosion on the membrane tail of the device. Previous experience has shown this type of fault can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.